Manufacturer narrative:
The device is not available for evaluation. It was stated that the operation was planned to place screws on c4 to c7. The procedure was proceeding as expected until a screw needed to be inserted. When inserting the screw, the screwdriver either disengaged from the screw or the screw could not be turned into the prepared hole. Several efforts were made to insert the screw but were unsuccessful. The procedure was prolonged and then terminated. Because spinal fusion with ellipse was unsuccessful, a laminectomy was performed instead. Due to the parts not being returned and no UDI information available, no determinations could be made as to the reported issue.

Event description:
It was reported that during a procedure an ellipse screwdriver was not functioning, which caused the surgery to be prolonged and then aborted. This event occurred in germany.